Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed form the patient's body and the procedure was completed with another of the same device. No patient complication were reported.